Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The patient turned on their patient electronic system to take a reading. The unit sparked, and a bang was heard. The system no longer worked, and all the electricity in the house went out. The power supply and power cord were replaced, and the unit then functioned without any issue.